Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported her blood glucose was running high up to 512 mg/dl and currently it was 425 mg/dl. She treated with the device and blood glucose only lowered a little. Customer's symptoms were light headed, dizzy, and thirsty. The drive support cap appeared normal. Air bubbles and leaks were not noted. Customer performed manual prime and insulin did exit. Settings were correct. External ram crc error alarm was noted in the device history file. Self test was performed and device passed. Customer did not have the tubing clamp and high pressure test was not performed. Cannula was not bent or occluded. Customer was advised to do a complete set change. No further information reported.